Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a fluid leak when treatment was cancelled. Prior to cancelling there were multiple air detected in cassette warnings during fill 4 of 5. The caregiver found fluid in the pump module area of the cycler and on the external part of the cassette. The patient was able to complete treatment with manual treatment. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient has continued using the cycler with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a fluid leak when treatment was cancelled. Prior to cancelling there were multiple air detected in cassette warnings during fill 4 of 5. The caregiver found fluid in the pump module area of the cycler and on the external part of the cassette. The patient was able to complete treatment with manual treatment. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient has continued using the cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.